Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels every second day after a load for approximately 6 days. Elevated bgs were treated by delivering a manual injection, changing out supplies, and resuming insulin.